Manufacturer narrative:
Section a2: additional information investigation summary: analysis of the submitted log files confirmed the reported alarms. The system controller log file ((B)(4)) from system controller was submitted. The system controller event log file contained approximately 46 minutes of data, spanning from (B)(6) 2019 02:33:40 to (B)(6) 2019 03:19:37, per the timestamp. From the beginning of the log file, elevations in power as high as 60.515 w were captured and were associated with motor instability fault flags. The lvad temperature was also elevated and the circuit over temperature lvad fault flag and lvad internal fault flags were also activated. Low speed advisories, and low flow alarms were also flagged throughout the log file. The motor instability, high current, motor instability, and circuit over temperature fault flags continued, with intermittent low flow and low speed alarms, until 02:39:29, when the magnetic centering and motor instability cleared. The low speed and low flow alarms cleared approximately 3 seconds later. Another 20 seconds later, at 02:43:52, the pump temperature returned to normal and all alarms cleared. The device operated as expected throughout the remainder of the log file. Corresponding data was captured in the lvad event log file. The system controller and lvad periodic log files captured the device operating as expected. A second set of log files were submitted which captured an additional 5 hours of data revealing the device operating as expected. No further unusual events or alarms were captured. The events captured in the system controller log file ((B)(4)) from system controller serial number (B)(6), appeared to be consistent with rotor instability; however, a specific cause for the events cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. A corrective action has been opened to further investigation hm3 rotor instability. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 24 days. Concomitant medical product: system controller hsc-069195 is being added as a concomitant product. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was experiencing speed fluctuations, chest pain and a very hot controller. The monitor read "lvad fault". Patient was given fluid and the speed fluctuations were resolved. The controller remained warm and the option to exchange the controller in question was brought up. The event log file contains data that is suspect of possible pump ingestion. The file captured over temp, high current, motor centering & instability events which could be caused by ingestion. The event file begins on (B)(6) 2019 at 2:33:40 shows the pump unable to maintain the set speed until ~ 2:39:31 the set speed of 5900 is reached & maintained for the remainder of the log file which end at 3:19:37. At 3:08:08 the pump and controller temps return to a normal range and the controller and pump appear to be operating as intended. There does not appear to be any ongoing controller or pump issues. The pump rotor displacement and noise numbers look normal and are operating in the same ranges as they were prior to the speed drops & pump stops. The controller and pump temp numbers also appear normal. No further information provided.